Manufacturer narrative:
Concomitant medical products: product ID :977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead .product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# :(B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of a clinical study reported the patient had a seroma at the spinal cord stimulation and stimulator site. The physician examined and identified a collection of fluid over the mid-line stimulator lead implant site. The patient had swelling and pain post-operatively at the implant site. Surgical intervention using fluoroscopically guided aspiration of the lead and stimulator implant sites was done on (B)(6) 2016. The event was considered resolved without sequelae. Etiology was due to surgery/anesthesia and was noted as related to the device or therapy and unlikely related to the implant procedure. Patient indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.